Event description:
Reporter indicated that a patient underwent generator replacement surgery due to an increase in seizure activity. The relationship to pre-vns baseline was not reported. Good faith attempts to gain additional information have been unsuccessful to date.